Event description:
Procedure type: unk. According to the reporter: the obturator does not fit inside cannula properly. This causes the knife blade to remain exposed. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/10/2008.